Event description:
It was reported the patient¿s first implantable neurostimulator (ins) that was implanted in 2005 was not effective so it had to be redone. It was noted the patient did not have a current follow up healthcare professional. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0427920v, product type: lead; product ID 748925, serial# (B)(4), product type: extension; product ID 748925, serial# (B)(4), product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient. (B)(4).